Manufacturer narrative:
A follow up report will be filed upon completion of the plant investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment the lines filled with air and they could not get the arterial chamber to empty of blood. The patient was reset-up on the same machine and the incident reoccurred. The patient's blood was not rinsed back both times. The estimated blood loss was 200ml's on both treatments (400 ml total). The patient was moved to a different machine and completed treatment without any ill effects or medical intervention necessary. Sample has not been returned to manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. A companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.